Event description:
It was reported that the pt has been having an increase in seizures. Good faith attempts are being made to obtain info on whether the seizure rate is above, below or at pre-vns baseline.

Event description:
Additional information was received on (B)(6) 2011 when clinic notes were received from the physician. Clinic notes dated (B)(6) 2011 revealed that the patient was seen in (B)(6) 2009 because of problems with her vns caused by a motor vehicle accident in 2007. The patient stated that she had some discomfort in the neck and therefore had a CT scan of the soft tissues of the neck on (B)(6) 2009, which was fine. The output current was reduced from 1.00ma to 0.75 ma which the physician said seemed to help the pain, but since she was still having frequent seizures, the off time was reduced from 5 to 3 minutes at the subsequent visit in (B)(6) 2009. The patient stated that the motor vehicle accident caused the vns problems and her seizures became uncontrolled as a result. The physician reported that prior to the motor vehicle accident, the vns was working extremely well ever since it was implanted in 2002. The patient was seizure free due to the vns and so she was weaned off all the anti-seizure medications. The clinic notes state that currently the patient continues to have frequent seizures. The patient's settings at this time are output=0.75ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=1.8min/magnet output=1.25ma/magnet on time=60sec/magnet pulse width=500usec.